Event description:
(B)(6) registry. It was reported that stent thrombosis occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery with 100% stenosis and was 20 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 24 mm study stent. Following this, post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was hospitalized and diagnosed with coronary atherosclerotic heart disease. Diagnostics revealed stent thrombosis in the proximal mid left anterior descending artery. The percentage of stenosis was 60% with timi flow 3. Percutaneous transluminal coronary angioplasty was performed and residual stenosis was 0%. Four days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Event description:
Promus premier china registry. It was reported that stent thrombosis occurred. In june 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery with 100% stenosis and was 20 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 24 mm study stent. Following this, post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and clopidogrel. In july 2020, the subject was hospitalized and diagnosed with coronary atherosclerotic heart disease- target vessel revascularization. Diagnostics revealed stent thrombosis in the proximal mid left anterior descending artery. The percentage of stenosis was 60% with timi flow 3. Percutaneous transluminal coronary angioplasty was performed and residual stenosis was 0%. On the same day subject was treated post percutaneous coronary intervention with 0% residual stenosis. Four days later, the event was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that stent thrombosis was withdrawn. It is still reported that percutaneous coronary intervention(pci)/tvr was performed in response to the reported diagnosis of coronary atherosclerotic heart disease event in july 2020.